Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), pelvic inflammatory disease ('infection (other) describe: pid') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: rocephin (ceftriaxone)injection, niravam, bactrim ds, motrin, provera and advil. Concurrent conditions included back pain, hernia, uterine bleeding and perineal pain. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since april 2013 for genital bleeding as well as nsaids since 2005 to (B)(6) 2016 and paracetamol (acetaminophen) since 2005 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 10 years after insertion of essure (ess205). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problem condition: emotional anguish/ mental anguish") and depression ("psychological or psychiatric problem condition: depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation and robotic laparoscopic bilateral salpingectomy on (B)(6) 2016, hysterectomy (full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, menorrhagia, menstrual disorder, pain, anxiety, vaginal haemorrhage, dysmenorrhoea, vaginal discharge and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pain, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2006: confirmed that the essure device was successfully occluded. Smear cervix - on (B)(6) 2015: abnormal. Ultrasound abdomen - on (B)(6) 2015: anteveted uterus endometrium 8.2mm, small amount of ff, ovaries wnl, follicle ov, patient very tender during exam; on (B)(6) 2015: pelvis feels the same. No help with antibiotics. Feels she cannot function without pain medication and would like to have the essures removed. Ultrasound scan vagina - on an unknown date: cyst of left ovary llq abdominal/ pelvic pain; on (B)(6) 2015: endometrium walls thin, contains small amount of fluid , essure visualizes & appear in normal placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic inflammatory disease, pelvic pain, vaginal discharge, dysmenorrhea, menorrhagia, abnormal vaginal bleeding, most recent follow-up information incorporated above includes: on 21-may-2019: pfs and mr received : reporter information was added. New events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), vaginal discharge, psychological or psychiatric problem condition: depression, infection (other) describe: pid were added. Concomitant drugs, historical drug, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain'), pelvic inflammatory disease ('infection (other) describe: pid') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: rocephin (ceftriaxone)injection, niravam, bactrim ds, motrin, provera and advil. Concurrent conditions included back pain, hernia, uterine bleeding and perineal pain. Concomitant products included ethinylestradiol;norgestimate (ortho-cyclen) since (B)(6) 2013 for genital bleeding as well as nsaids since 2005 to (B)(6) 2016 and paracetamol (acetaminophen) since 2005 to (B)(6) 2016. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pain ("physical pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"), 10 years after insertion of essure (ess205). On (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric problem condition: emotional anguish/ mental anguish") and depression ("psychological or psychiatric problem condition: depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"). The patient was treated with surgery (ablation and robotic laparoscopic bilateral salpingectomy on (B)(6) 2016, hysterectomy (full) on (B)(6) 2016). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, pain, vaginal haemorrhage and vaginal discharge had resolved and the pelvic inflammatory disease, menstrual disorder, anxiety, dysmenorrhoea and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, pain, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she received treatment for pain, bleeding, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded. Smear cervix - on (B)(6) 2015: abnormal. Ultrasound abdomen - on (B)(6) 2015: anteveted uterus endometrium 8.2mm, small amount of ff, ovaries wnl, follicle ov, patient very tender during exam; on (B)(6) 2015: pelvis feels the same. No help with antibiotics. Feels she cannot function without pain medication and would like to have the essures removed.. Ultrasound scan vagina - on an unknown date: cyst of left ovary llq abdominal/ pelvic pain; on (B)(6) 2015: endometrium walls thin, contains small amount of fluid , essure visualizes & appear in normal placement. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- pelvic inflammatory disease, pelvic pain, vaginal discharge, dysmenorrhea, menorrhagia, abnormal vaginal bleeding. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "persistent pelvic pain, abnormal bleeding (menorrhagia), physical pain, abnormal bleeding (vaginal), vaginal discharge" updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues"), infection ("infections"), pain ("physical pain") and anxiety ("emotional anguish"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the pelvic pain, menstrual disorder, infection, pain and anxiety outcome was unknown. The reporter considered anxiety, infection, menstrual disorder, pain and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.